Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device inappropriately shut down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed low battery messages for over two hours, followed by a replace batteries message, followed by a shut down. A replace battery message indicates shut down of the device is imminent if the battery is not replaced immediately, or the ac power is connected. There was no indication in the log of the ac power being connected or the battery being replaced until noon time the following day. Once the ac power was connected, the low battery and replace battery messages were no longer present and the device successfully passed the manual 30 joule self test by the end user. No critical errors were found in the logs, the device was performing within specification. The battery used was not returned as part of this investigation. Analysis of reports of this type has not identified an increase in trend.